Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection. The patient's pacemaker, atrial lead, and right ventricular lead were explanted on (B)(6) 2019. A replacement pacemaker and right ventricular lead were implanted on (B)(6) 2019 on the opposite side. The physician did debridement for the infected pocket. The patient was stable. Related manufacturer reference number: 2017865-2019-06133.